Event description:
During a hartmans reversal procedure, the surgeon fired the instrument. The crunch indicated that the device was fired. He removed the instrument and checked the donuts - both donuts were complete. Physician checked the anastomosis for leaks using water and air. The anastomosis came apart and the surgeon and nurse couldn't see any staples. They checked the abdominal cavity, gun, donuts and sterile field and could not find any staples. The physician hand sewed the anastomosis. The procedure was increased by 2.5 hours and there was no reported pt consequence.